Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4.2 had multiple unrecoverable cubie failures. A field service engineer (fse) found nothing failed. The fse powered off the station, reseated the row board and bus cables, and tested the drawers. A pharmacist then logged in and performed an inventory of the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and drawer 4.2 had multiple unrecoverable cubie failures. The refrigerator also failed and displayed a "requires maintenance" message. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.